Event description:
The customer reported the system displayed an overload fault error code. No pt injury was reported.

Manufacturer narrative:
The ge service rep checked system and system booted up fine. The rep checked and regreased hc connectors and tested. System running normally. System was overheated. Pulled error logs and viewed, ok. Error code displayed.